Manufacturer narrative:
Philips service replaced the detector px4700 high speed pack and fire x board power supply and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that fluoroscopy failed due to defective detector and power supply issues on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.